Event description:
Balloon was inflated in iliac artery, when physician tried to deflate balloon, balloon would not deflate. Several attempts were made to deflate balloon using insufflation device, physician was able to get enough air out to pass balloon through for retraction. FDA safety report ID# (B)(4).